Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h2, h3, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Was observe crease however not is considered workmanship due to the device was explanted.

Event description:
Healthcare professional reported crease/folding of implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation capsular contracture baker grade IV further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device remains implanted.